Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Review of x-rays revealed that the lead connector pin did not appear to be fully inserted into the generator connector block. This condition was confirmed during revision surgery. No lead break or other device problem was noted. The lead connector pin was removed from the generator connector block and reinserted. Device diagonstic testing following revision surgery was within normal limits, indicating proper device function.